Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of 700 mg/dl and diabetic ketoacidosis. The customer's symptoms were fatigue and vomiting. She was treated with an insulin drip and had been wearing the insulin pump at the time of the emergency room visit. Nothing further reported.